Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance >200 ohms, compared to the normal value of ~50 ohms. Technical services (ts) was consulted and confirmed the shock impedance and also noted that pace impedance was within normal range. Ts recommended bringing the patient into office for further evaluation and to assess for potential lead integrity issues. No adverse patient effects were reported. This lead remains in service. Additional information was received that the patient has been in the normal shock impedance range since the episode, around ~50 ohms. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Pertinent information was acquired that indicates the patients within normal shock impedance range

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance >200 ohms, compared to the normal value of 50 ohms. Technical services (ts) was consulted and confirmed the shock impedance, and also noted that pace impedance was within normal range. Ts recommended bringing the patient into office for further evaluation and to assess for potential lead integrity issues. No adverse patient effects were reported. This device remains in service.